Event description:
While wearing the external equipment, the pt reportedly experienced pain, sound quality issues and overall performance decrease. External equipment was exchanged, but the reported issues were unresolved. The pt met with a co rep for device evaluation. Testing performed showed that the device was functioning. However, the center feels that the pt's overall progress and current symptoms may require a revision surgery, the decision to explant the pt's c1 device is under evaluation.